Manufacturer narrative:
The investigation is still pending. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported there was a thrombus on the venous side of the device, so the device was replaced with another. (B)(4).